Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in a (B)(6)-year-old male to provide protected percutaneous coronary intervention (ppci). The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage c. Due to worsening cardiogenic shock (cgs), the patient remained on impella cp support following the procedure. Approximately three days after initiation of impella cp support, the patient experienced ventricular tachycardia (vt) followed by ventricular fibrillation (vf), requiring defibrillation, endotracheal intubation, and escalation of impella flow support. Echocardiographic evaluation confirmed appropriate impella position. Subsequently, the patient developed pink-tinged urine that progressed to darker discoloration. The medical team reported that the patient could not be weaned below performance level p-8 due to ongoing hemodynamic support requirements. Volume status was confirmed, and there were no reported suction alarms or position alarms. The physician reported that the degree of support required may have contributed to red blood cell trauma and the reported urine discoloration. Escalation to an impella 5.5 device was discussed as a potential strategy to provide hemodynamic support while mitigating hemolysis concerns; however, the physician elected not to escalate support at that time and planned continued evaluation. The impella cp remained in use for an additional 2 days at p-9 with flows of 3.6 liters per minute and purge solution, consisting of 5% dextrose in water with 25meq of sodium bicarbonate, functioning as intended. The patient was then escalated in therapy to an impella 5.5. Based on the available information, the reported urine discoloration is consistent with hemolysis in the setting of severe cardiogenic shock and ongoing high-level mechanical circulatory support requirements.